Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
The following information was received regarding the episode of meningitis: etiology of deafness - cochlear malformation. The patient did receive pre implantation immunization. Prior to the episode of meningitis, the patient experienced upper respiratory tract infection and otitis media with effusion. Pneumococcal bacteria was found. The patient was hospitalised for 10 days (specific date not reported) and was successfully treated with antibiotics (type not reported). This report is filed january 12, 2015. Implanted device remains.

Event description:
It was reported that the patient was hospitalized due to meningitis (duration not reported). Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2014.